Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose/protruded drive support disk. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 289 mg/dl at the time of the call. The customer states that insulin is "squirting out" during the manual prime process. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.